Event description:
The user facility reported a leak from their system 1e, occurring over the weekend, resulting in a damaged ceiling tile. The amount of water that leaked is unknown as it was cleaned up by the user facility. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on-site to inspect the unit and found the leak was originating at the ferrule/hose swivel connection of the inlet hose. The technician noticed strain put on the hose due to the orientation of the uv light and the straight, crimped fitting. The technician removed the hose and saw that it was damaged. The technician replaced the damaged hose with a 90 degree fitting to accommodate the orientation of the uv light and a/b filters and reconnected the uv light. The technician ran a diagnostic and processing cycle, confirmed the unit operational and returned it to service. The customer was informed to contact steris for service whenever a leak is discovered on the system 1e.